Event description:
It was reported that the plunger out of place and mother board needs replacement. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed/broken from the bottom case and plunger assembly. Cracked on chipped out on lower left front corner of top case. Syringe plunger not in place was found in the history. No error which related to mother board was found in history. Syringe plunger not in place was found during syringe test. The root cause of the reported issue was found to be a combination of plunger board and plunger cable. No problem was found on main board. Replaced plunger board and plunger cable. No problem was found on main board, replacement of main board was not needed. Performed power up process and all functional testing which passed.